Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the shim came apart intraoperatively . Both bearings and springs were noticed to be missing on the back table at the conclusion of the procedure 1 bb size piece was located and the other bb piece and both springs were not located. No additional information is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. DHR was reviewed with no deviations/ anomalies identified. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.